Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The patient presented with occluded diagonal branch and was given brillenta. The target lesion was located in the diagonal branch. After a guide wire crossed the lesion, predilation was performed and a 2.25 x 16 synergy ii drug-eluting stent (des) was implanted. At around 12:45 pm, activated prothrombin time (apt) was at 239 and additional 3000 heparin was given. However, the patient came back with symptoms of rigidity. After the femoral puncture, diagonal arteriography was performed and it was noted that the stented segment was completely occluded. A guide wire was then passed through the diagonal branch into the left anterior descending (lad) artery. A trial balloon was used for dilatation and a 2.25x8 synergy ii drug-eluting stent (des) was deployed distal to the occluded segment. Another 4x12 synergy ii drug-eluting stent (des) was also implanted in the lad. At 2:37 pm, apt was checked and the hg was 188. Additional 7000 heparin was then given. No further patient complications were reported and the patient's status was good.